Manufacturer narrative:
Complaint information was provided by stryker. It has been communicated by the customer that the device will be returned to (B)(4) for evaluation. Once (B)(4) receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted.

Event description:
It was reported during an unk pt procedure the reamer was found to be dull. There was no adverse events as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was confirmed. A manufacturing review was completed and no discrepancies were found. The device shows evidence of dull cutting surfaces from end of life. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. (B)(4).